Manufacturer narrative:
Patient identifier not made available from the site. Patient age and weight are approximated values. Return requested. Replacement detect positioner louver hinge shipped to site 02/04/2016. No parts have been received by manufacturer for analysis. 02/04/2016 a medtronic representative performed an imaging system check-out, imaging, cable grade and safety inspection areas passed. Mechanical test failed. Troubleshooting according to rotation noise performed. Showed that plastic assembly that holds detector louvered cover to gantry is broken. 02/17/2016 a medtronic representative performed an imaging system check-out, all areas passed. The medtronic representative replaced the holders of the tube cover and checked the movements of the rotor. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system went to start position for 3d scan and then it made a loud noise. At that point, the door could not be opened and the imaging system made a strange noise during movements. The surgeon opted to discontinue the use of the imaging system to continue the procedure. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.